Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under her breasts. The area was described as raw. The patient's nurse recommended using an anti-fungal cream to treat the irritation. The patient stated that when she removes the lifevest and uses the cream the irritation is gone in a day, but the irritation comes back when she wears the lifevest again. The patient reported that the skin irritation is currently gone. The patient agreed to wearing the lifevest again. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the irritation is unknown.